Event description:
Two telemetry technicians witnessed a 15 beat run of vtach in the centralized telemetry monitoring station which did not produce an alarm. The telemetry technicians were able to alert clinicians and there was no patient harm associated with this event, however significant potential to cause harm if vtach were missed (i.e. In facilities that do not have centralized telemetry monitoring). The manufacturer acknowledge that vtach had occurred and that it was missed by their arrhythmia detection software.